Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6); batch: a000102569.

Event description:
It was reported that the patient experienced uncomfortable rib stimulation and pain at the ipg site. Diagnostics revealed high impedance on one lead. X-ray imaging indicates migration of one lead. Reprogramming has been unable to resolve the issue. As a result, the entire system was explanted and replaced on (B)(6) 2025 to address the issue. It is unknown which lead migrated.